Event description:
The customer contacted spacelabs healthcare technical support to report that their xhibit central station (xcs) had distorted audio while monitoring patients. There was no patient or user harm associated with the event. The technical support representative (tsr) had the user restart the system and confirmed that audio would return to normal momentarily but distort again after a short while. Further troubleshooting revealed that customer was using a video splitter to mirror their display to another screen. The tsr had the user restart the video splitter that the xhibit central station was connected to and it was confirmed that the audio had returned to normal. The cause of the reported issue was due to the display splitter that the xhibit central station was connected to.